Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a wound dressing. The customer reports that her daughter's shoulder broke out into a severe rash because of the telfa dressing. The rash only formed where the telfa pad touched the skin and not where the adhesive made contact to the skin. The dr prescribed an oral steroid to take over a 4 day period and an over the counter hydrocortisone 1/2% cream to apply to the site.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.